Manufacturer narrative:
Additional narrative: (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgeon recognized a movement of two (2) cancellous bone screws as shown under x-ray images. The patient underwent an initial surgery on (B)(6) 2018, to treat an atlantoaxial subluxation at o-c2. A revision surgery is scheduled for an unknown date. Additionally, four (4) locking caps were returned to affiliate and were determined to be reported as loose. This report is for one (1) ti locking screw. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: adverse event or product problem, event, type of reportable event: the initial complaint was reviewed and found not reportable. The device is being updated to concomitant device as there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event involving a this synthes device. The allegation is against cancellous synapse screw (04.615.022s, qty 2) based on the new information from the affiliate in japan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.